Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. This report is filed july 11, 2016.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced non auditory sensation with device use as well as poor sound quality. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.